Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The patient reported he has had five revisions (see manufacturer's reports 3004209178-2015-03209, 3007566237-2015-02068, and 3004209178-2016-14288 for four other revisions).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.